Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Although it was reported that there was no patient involvement, there were signs of blood and clinical use were observed. Blood specks were observed on the harvesting handle. Charred tissue was observed on the base of the hot jaw. The heater wire on the hot jaw was observed to be slightly flexed away but remained attached at the base and tip. There were no signs of cracks or peeling observed on the silicone insulation of the jaws. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent" was confirmed. Specific actions for the reported confirmed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 metal conduction strips on the jaws fell off. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 metal conduction strips on the jaws fell off. A replacement device was used to complete the procedure. No patient involvement.